Event description:
Pt left hosp in private ambulance to transport to another hosp at 10:15 pm fully charged (14v). En route, infusion pump was plugged in but failed so manual infusion proceeded. At 10:35 pm, the battery on the intra-aortic balloon pump indicated there was 20 minutes remaining. Minutes later, the same battery indicated there was 10 minutes remaining. The rn plugged in the iabp into the ambulance's electrical outlet when all the power in the ambulance went out. As the pt was totally dependfent on the balloon pump, the pt was taken to another hosp where he died after acls. The pt was pronounced at 11:23 pm.